Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): k172557. Investigation is still in progress.

Event description:
According to initial report. The device was used for urgent ivc filter placement. Approach was gained from the right jugular vein. The physician felt slight resistance at the puncture point. There was severe tortuosity in the ivc. [The first device (e4081212)]: (B)(4). The delivery system was advanced to the target site. Since the filter did not expand as much as expected after the filter was advanced outside the sheath, the physician suspected that the filter still attached to the filter catheter went into the ovarian vein inadvertently. Therefore, he once closed the filter legs by advancing the sheath (during sheath advancement over the filter, he felt slight resistance.) And when he moved the sheath to the ivc side to adjust the position, the filter became detached from the filter catheter inside the sheath without pushing the red safety button or release button. He cut off the sheath at the proximal side, then advanced a 9fr sheath over the remained section of the gunther 7fr sheath and the filter was retrieved with (B)(4) medtronics snare device named gn500. [The second device (e4081279)]: (B)(4). The first device was replaced with the second one. The delivery system was advanced to the target site from the same approach point, then the physician pushed the release button. However, the filter could not be detached from the filter catheter. He pushed it several times, but the filter could not be detached. After that, when he moved the device slightly, a pop noise was heard and the filter became detached and placed in the target site. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: slight resistance was felt when re-sheathing the filter to adjust the position and during adjustment the filter detached inside the sheath (B)(4). A replacement device was advanced, but the filter did not detach from the introducer. The filter was slightly moved, a pop noise was heard and the filter detached in the target site (B)(4). The coaxial sheath system and the jugular introducer were returned. No nonconformances were noted on the introducer sheath. On the jugular introducer the red safety button was pressed down, ie the system was unlocked and the grasping hook inside moved freely, when pressing the release button. The grasping hook itself was according to specifications and did grasp and release a test filter as intended without difficulties. Based on these findings and the information provided the exact reason why the filter would not detach from the introducer cannot be determined. However, according to the instructions for use it should be noted that excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated. No evidence to suggest product was not manufactured according to specifications cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.